Event description:
Event description boston scientific crm received information, upon evaluation of x-rays taken when this patient presented to the hospital, that both atrial and ventricular leads had become dislodged. The x-ray indicated the atrial lead tip was positioned adjacent to the pacemaker pocket (right side sub-pectoral) and the ventricular lead lead tip had retreated through the valve and had prolapsed down the inferior vena cava. During the revision procedure, the helix mechanism on both leads was unable to be retracted or extended and neither lead was able to be repositioned. The leads were explanted and successfully replaced. No adverse patient effects were noted.